Event description:
It was reported the pt ((B)(6)) is experiencing discomfort at the ipg site. According to the pt, the implant depth for the ipg is superficial. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories - 1627487-07262012-002-r. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.